Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-feb-2023. H6: investigation summary our quality engineer inspected the 4 photos, 1 venflon pro safety sample and 1 sarstedt adapter sample submitted for evaluation. An evaluation was only performed on the 4 photos and the 1 venflon pro safety sample returned. Bd cannot perform an investigation of a non-bd device. The reported issues of separation adapter from tubing were not confirmed upon inspection and testing of the samples. Analysis of the venflon pro safety sample showed that there were no abnormalities or defects observed. Connection between the two returned samples was also tested and no issues were observed. Bd cannot determine a manufacturing related root cause since the defects were not confirmed. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter separated from the hub during the blood collection. The following information was provided by the initial reporter: "the adapter slips out of the cone during blood collection or when changing the monovette."

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter separated from the hub during the blood collection. The following information was provided by the initial reporter: "the adapter slips out of the cone during blood collection or when changing the monovette."

Manufacturer narrative:
After further review it has been determined that the following field should be corrected:

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter separated from the hub during the blood collection. The following information was provided by the initial reporter: "the adapter slips out of the cone during blood collection or when changing the monovette."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.